Event description:
End user states while driving the power wheelchair on the pavement it stopped and he fell. End user was not wearing the seat belt.

Manufacturer narrative:
No malfunction of the power wheelchair is suspected. The end user was not exercising caution while driving on the pavement and not wearing the seat belt. Hoveround's owner's manual warns end users, "avoid uneven or unstable surfaces such as potholes, broken pavement, grass, gravel, sand, wet leaves or cut grass," and, "always wear the seat belt."